Event description:
A ventilator was returned to a third-party service center for evaluation. There were no actionable errors noted. The device's software needs to be updated. No malfunctions were noted. The device was not in patient use. During final testing of the device, the device's downloaded event log revealed the internal battery power source failed. The internal battery was replaced to address the issue. The device's event log was unable to be reviewed. The device's firmware was upgraded, and the log was able to be reviewed. A ventilator inoperative alarm was noted. No components were documented to address the issue. Several components were replaced due to preventive maintenance and contamination. The device was tested and passed all final testing.